Event description:
It was reported the ipg was migrated and as a result is causing pain. Surgical intervention may be undertaken to reposition the ipg. Follow-up identified the physician removed the ipg from it's original location and placed it on the upper right buttock. The existing extensions were left in place and no new products were used. The procedure was completed without incident.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.